Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast prothesis implantation with a ce med height te 550cc and experienced baker grade IV capsular contracture. As a result, the patient required revision procedure. No other information reported.

Manufacturer narrative:
On 06/21/18, it was reported to mentor that the date of implantation was (B)(6) 2017. The date problem observed was (B)(6) 2017. The date of explant was (B)(6) 2017. The replacement device was gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7470326. The procedure type was called breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/12/18, it was reported to mentor that the lot number is different than the one originally reported and it is 7382025. In addition, the device history record ( DHR) of lot number 7382025 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/25/18, it was reported to mentor that correct impacted product for complaint is gel mentor memorygel breast implant 475cc, catalog number 3504754bc, serial number (B)(4), lot number 7382024. In addition, the device history record (DHR) of lot number 7382024 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).